Manufacturer narrative:
Bvi completed a search of the complaint database which did not reveal any complaints associated with this alleged adverse event prior to being notified on 11/08/2021.

Event description:
Bvi received a notice of the following event allegedly resulting from the separation of the ac cannula from the syringe during surgery: "right eye injured during cataract surgery resulting in displaced prosthetic lens and torn retina (in two places) in right eye requiring emergency surgery the next day" and "permanent loss of vision in right eye".